Event description:
It was reported that the pump exhibited signs of excessive heat that caused the battery door springs to melt into the door itself. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. The device was visually inspected and found battery door and battery compartment has melted plastic. Additionally, it was found that the battery compartment damaged, downstream occlusion (dso) seal delaminated, upstream occlusion (uso) seal delaminated, liquid crystal display (lcd) lens contaminated. Replaced battery door, battery compartment springs, dso seal, uso seal and lcd lens. The service history review had no indication that the complaint was related to a service of the device within the review period. Performed dso/uso calibration and the device passed all functional testing after repair.